Manufacturer narrative:
The investigation into the purge leak has been completed. The impella rp was returned for investigation. The returned product was visually inspected, and a filter leak was confirmed at the vents of the filter. The root cause of the purge system leak was determined to be sidearm filter damage, most likely as a result of ipa interaction. Impella rp instructions for use for the related event are as follows: impella rp & rp flex impella; rp smart assist system with automated impella controller & rp flex with smart assist system with automated impella controller section: cleaning as noted in the impella IFU ¿do not clean with or expose any part of the clear sidearm of the impella catheter (eg, infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient with unknown ethnicity in acute myocardial infarction/cardiogenic shock was implanted with an impella rp device for mechanical circulatory support. It was reported during preparation a purge fluid leak was observed from the purge reserve/filter. This impella rp was replaced with another impella rp resulting in no issues with the replacement impella rp. There was no patient harm reported.